Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an mitral valve replacement procedure on (B)(6) 2023 and absorbable hemostat was used. The patient returned to the intensive care unit after surgery with a high drainage volume, and bleeding was considered. Unplanned reoperation within 24-48 hours after surgery: thoracotomy exploration. The doctor is considering that the hemostatic gauze may fail. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Male, 59 years old. 2. What are the name and date of index surgical procedure? Mitral valve replacement on (B)(6) 2023. 3. What is physician¿s opinion as to the cause of or contributing factors to this event? The patient had a large amount of postoperative drainage volume, considering the possibility of hemostat failure for surgicel, and maybe also patient's himself. The following information was requested, but unavailable: 1. What were the diagnosis and indication for the index surgical procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 5. Where was the surgicel used (on what tissue)? 6. How much surgicel was used during the procedure? 7. Was the surgicel product left in place? Was the excess removed? 8. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 9. What is the patient¿s current status? 10. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.